Manufacturer narrative:
(B)(4) . Additional information was received indicating that a revision surgery was needed due to infection. Upon review of this information, it is now considered that the femoral head within this complaint has not caused or contributed to the reported event. Given the above information this medwatch will be voided.

Event description:
Additional information was received indicating that a revision surgery was needed due to infection. Upon review of this information, it is now considered that the femoral head within this complaint has not caused or contributed to the reported event. Hence this report will be voided.

Manufacturer narrative:
(B)(4). G2-foreign-germany. D10: item#:unknown ;lot#:unknown ;item name: unknown inlay. H3-other: device evaluation could not be performed as part# and lot# unknown. Also device location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00449. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : see h10.

Event description:
It was reported that the patient underwent revision surgery due to infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.